Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges cartridge is leaky. No adverse event reported. Customer has discarded the alleged cartridge; no product will be returned.